Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: biomet ebi electrodes, lt4500, catalog #: 106130-12, lot #: ni, biomet ebi soft-touch electrodes, 63b, catalog #: 106130-22, lot #: ni, biomet ebi electrode cover patches, catalog #: 106130-17, lot #: ni. Concomitant therapy date: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00008, 0002242816-2018-00010, and 0002242816-2018-00011.

Event description:
It was reported by the patient that her skin becomes red and itchy while using the 63b electrodes, 72r electrodes, lt4500 electrodes, and cover patches. She states she has never developed a rash. She also states the lt4500 electrodes irritated her skin less than the 63b and 72r electrodes. In addition, she states she does have sensitive skin and has sought medical treatment. Her physician prescribed atarax, which is taken orally. She also applies over the counter hydrocortisone cream. She states she will be contacting her physician to request a prescription strength cream. She was changing the electrodes every sixteen hours and has limited space to rotate the electrodes on her neck. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned, no pictures or physician's reports were provided. The patient is still treating with the unit. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: d4: unique identifier (UDI) # (B)(4). H6: method code updated to 4114 device not returned. H6: results code updated to 3221 no findings available. H6: conclusions code updated to 22 known inherent risk of device. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2018-00008-1, 0002242816-2018-00010-1, and 0002242816-2018-00011-1.